Manufacturer narrative:
(B)(4). Date sent 9/3/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a broken trocar in the tip area, outside of its packaging with fluids. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was it realized that the trocar broke? What was the procedure? What device was being used in the trocar when the trocar broke? Were there any other instruments or energy devices in or around the trocar area during use? Did the damage occur right out of the packaging or in the operative field? Did any pieces fall into the patient? What measures were implemented to retrieve the broken piece? Will all pieces be returned with the device? If no, were they discarded? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? What action was being performed when the trocar broke? In what anatomical location was the trocar when the breakage occurred? Was there excessive torquing of the instrument at the time of the breakage? Does the account use reprocessed trocars or does the account reprocess the trocars in house at the account? Was there any change to the procedure or post op care of patient as result of trocar breakage? If so, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the trocar sleeve broke at the tip, the doctor didn't notice, it seems it remained inside the patient. There was a surgical delay the time is unknown. The procedure was completed successfully. It was reported that the piece that broke off remained inside the patient,